Manufacturer narrative:
A partial revision for subject (B)(6) was on (B)(6) 2024, while infection event occurred approximately 19 months later (11/05/2025). Due to the length of time between revision and infection, it is highly unlikely that the infection was related to the device or the implant procedure; a related infection would be expected to manifest more acutely.

Event description:
On (B)(6) 2025, the patient presented to explant the implantable pulse generator and the cuff electrode lead from the implant site due to infection.